Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported electrical leak test failure. The power supply was replaced as a preventative measure. Analysis noted that the lower hinge plate was broken, the power cord bay was damaged, the antenna cables were pinched with exposed wires, the upper case replacement handle was cracked, and the programmer was unable to interrogate with wireless telemetry. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not pass an electrical leak evaluation at the user facility. The programmer measured 330 milliamps (ma), while the internal policy at the facility only allowed for measurements below 300 ma. The user attempted to use different power cables but the issue persisted. The programmer was returned for service. There was no patient involvement.